Event description:
Breast implants mentor cohesive gel textured after double mastectomy for breast cancer preventative rash, aching joints, swollen glands, mouth ulcers headaches, sore neck, head, brain fog. I've had problems for years now. FDA safety report ID# (B)(4).